Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a posterior repair procedure for treatment of pelvic organ prolapse and stress urinary incontinence. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00053 (avaulta anterior biosynthetic support system), 9615742-2011-00055 (uretex support pp transobtur2 kit x1).